Event description:
The customer's family member called to report that the customer was hospitalized for dka. It was stated that the customer received an error alarm while was camping. The customer was not aware of what the alarm meant, and did not reset the basal rate. Advised the customer when the alarms appear on the pump and pt is not aware of it, to call the help line. Troubleshooting was performed. The nurse downloaded the pump, but the basal rates were erased. High bgs were treated.